Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: when using the stapler gia10038s with reload gia10038l during the procedure when placing and closing the stapler on the colon the surgeon fired the stapler but only the knife worked and the stapler didn't place the staples. Because of this the surgeon had to suture by hand to save the situation.